Event description:
The patient was undergoing a coil embolization procedure in the left superior gluteal artery (sga) using a pod packing coil (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully implanted a pod coil into the target vessel using the lantern. The physician then advanced the pod pc through the lantern and into the target vessel; however, the pod pc was not taking its intended shape. While moving the pod pc back and forth, the physician noticed under angiography that the pod pc unraveled and unintentionally detached. Therefore, the lantern containing the pod pc was removed. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was not returned for evaluation. Therefore, the root cause of the reported unintentional detachment of the coil could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This is likely the reported coil unravelment and may have occurred during maneuvering the coil back and forth during the procedure as mentioned in the complaint. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.